Event description:
A technician, reported a patient experienced dysphotopsia, blurred vision, and fluttering, temporal in the left eye following an intraocular lens (iol) implant procedure. The lens was removed and exchanged with an unknown iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).